Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2014 with the following findings: evaluation revealed that the pump powers with returned battery cap to a dim discolored display. Battery compartment crack observed from thread area to case seal. A power loss was not observed. The keypad was peeling from bottom to down key. The keypad was torn at "down" key. All of the keys were intermittently unresponsive. The ok key contact was found to be misaligned. There was contamination under all key contacts. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim display, contamination under key contacts and battery compartment crack. This report is made based on results of investigation completed on 08/15/2014.